Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the pump shutdown unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.